Event description:
The physician's nurse indicated that " the pt describes an increased heart rate whenever they turn their head to the left while the generator is stimulating". An ECG was performed and there was no observed change in the pt's heart rate. The results did not substantiate the pt's perception of an increased heart rate. Pulmonary functions were found to be normal. Further follow-up with the physician concluded that the pt was experiencing dyspnea during stimulation "no" times which was easily accommodated by the pt, thus not considered by either the physician or pt to be a problem. Abdominal contractions were also present when the device was programmmed to 3.0ma (vns settings range from 0.0a to 3.5a). The generator's settings were decreased from 3.0a to 2.0a. The physician stated that the pt's "symptoms not life threatening.